Manufacturer narrative:
The reported events of noise and clavicle crush were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right atrial lead exhibited noise due to being crushed by the clavicle and rib and the left ventricular lead exhibited high capture thresholds. An x-ray was performed and it was discovered that the left ventricular lead dislodged and was barely in the coronary sinus. Both leads were explanted and replaced. There were no patient consequences.